Event description:
During attempted implant, r wave amplitude variation was observed on the right ventricular (rv) lead. The rv lead could not be removed from the header of the device. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences. Related manufacturer reference number: 2017865-2023-08883.

Manufacturer narrative:
The reported event of the setscrew could not be untightened to remove the lead was confirmed. Analysis revealed the user of the torque wrench in the field stripped the setscrew inset therefore could not engage the setscrew to untighten it. Analysis found off-center and incorrect wrench insertions were made that resulted in the user stripping the inset of the setscrew. Lab testing found the setscrew was not stuck and could be untightened with normal force, and the lead could be removed. No device anomalies were found. The setscrew anomaly was consistent with having occurred during the procedure.